Event description:
Procedure type: urogynecological. According to the reporter: tyco mesh was removed due to an extrusion of mesh placed over eight years ago. The mesh was implanted on (B)(6) 2004.

Manufacturer narrative:
(B)(4).